Manufacturer narrative:
Additional information received that the pump was not inflating and was hard when tightened. There was also no fluid in the cells and when this issue was discovered the physician advised that the pump be replaced.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis a revision was performed due to the pump not working. Another pump was implanted to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis a revision was performed due to the pump not working. Another pump was implanted to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.